Event description:
It was reported that one day post implant of the lead, the lead thresholds went up. The physician repositioned the lead and three days later the lead thresholds went up again. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, there was blood in/on helix/lobe mechanism, and there was apparent explant damage.